Manufacturer narrative:
Product evaluation: the lens was returned in a plastic suture case. Blood and solution are dried on the lens. The lens is cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the initial serial number provided was incorrect. The serial number has been corrected.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing manager reported that following an intraocular lens (iol) implant procedure, the patient reported that he/she can't read. The clinical reason for the explant is poor distance and near vision. Additional information was provided by the surgeon that there was no patient harm.